Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 350 mg/dl. They took insulin based upon this result. They began to have hypoglycemic symptoms and called the paramedics. When the emts arrived they checked their glucose and the level was 34 mg/dl. The emts gave pt a glucose IV and took pt to the hosptial for observation. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.